Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome sphincterotome, fs-omni investigation evaluation: our evaluation of the product said to be involved confirmed the report. Approximately 20.6 cm to 25.9 cm from the distal end is a section of bare core wire. At 20.6 cm from the distal end, approximately 1.3 cm of the wire guide covering is folded over at least once. A section of the coating approximately 2.1 cm long is hanging from the wire guide, the coating still attached at approximately 19.4 cm from the distal end. Approximately 25.9 cm to 27.0 cm from the distal end is a section of damaged and rough coating. The wire guide covering feels rough approximately 10.0 cm to 20.0 cm from the distal end, and some slight orange discoloration and distortion of the silver bands was noted. The end of the wire guide is bent starting approximately 2 cm distal from the tip. A section of coating approximately 2.1 cm long was returned that was separated from the wire guide. The bands on the separated piece of coating indicated that this section of coating was originally 20.0 cm distal from the tip. No kinks are found along the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user: "prior to removing wire guide from holder, flush with 30 cc of sterile water." This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first...note: for best results, this wire guide should be kept wet, if applicable." This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The wire guide was advanced by a cook fusion omni-tome sphincterotome (fs-omni) into the common bile duct successfully. The operator detected the outer surface of wire guide is detached at 23 cm from distal end while retrieving the fs-omni sphincterotome.